Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the renasys touch device has been having problems with charging. Staff reported that the device in question only worked if attached to the network. It didn't work on his detachment. Then they verified that it does not turn on even when it is attached to the network. This was found after treatment. No patient harm reported.